Event description:
It was reported the customer had a no delivery alarm during a manual prime. The customer also stated they were unable to fill their reservoir. It was found the customer's no delivery alarm was resolved with an infusion set change. Troubleshooting could not be completed because the no delivery alarm was a past event. The customer's blood glucose was unknown. Customer will be returning their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.